Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the status indicator lamp is lit meaning the device is abnormal and needs troubleshooting. There was no patient involvement. The fse confirmed the status indicator was lit and advised the customer to perform self-checking. The customer performed self-checking, which resolved the lit indicator light. The device was returned to full functionality.